Event description:
Customer reported to have received written information indicating a set blew apart while in use on a pump. No patient harm reported. No further details were available.

Manufacturer narrative:
(B)(4). The reporter indicated the set was not available for evaluation. The lot number was not identified, therefore, lot history record review could not be performed.